Event description:
It was reported that a pump will not infuse, and produces a "clicking noise during operation." It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. The pump completed a test infusion in which the device performed as expected and delivered fluid for a period of 1 hour. During the evaluation, no anomalous "clicking" sounds were observed. At this time, the date of event is unknown.